Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, undersensing, low amplitude, and inappropriate shocks. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. Reprogramming efforts were performed and the plan is continuing to be monitored. No additional adverse patient effects were reported. The device remains in service.